Manufacturer narrative:
Please note that the following section is being updated based on additional information: 1. Section b. Box 5. Describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using a lighting aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, after aspirating for approximately ten minutes, the flow in the lightning tubing ceased and the microprocessor indicator light turned red. Lightning was removed from the patient and multiple attempts were made to flush using a saline basin, and the unit was also reset. It was reported that the indicator light turned green then immediately back to red. Therefore, the lightning was no longer used in the procedure. The procedure was completed using another lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a lighting aspiration tubing (lightning). During the procedure, the lightning indicator light turned red. Multiple attempts were made to flush the lightning and reset the unit without change. Therefore, the lightning was no longer used in the procedure. The procedure was completed using another lightning. There was no report of an adverse effect to the patient.